Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump falsely alarmed upstream occlusion once during the gravimetric flow rate accuracy test . This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b3: date of event additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the upstream occlusion alarm was reproduced. A review of the event history log (ehl) revealed occurrences of upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor . The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.